Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A post-procedural complication of pulmonary embolism is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j). On (B)(6) 2021, the patient underwent an abdominal CT scan post placement and a pulmonary embolism was found. Treatment and medical interventions were not reported. On (B)(6) 2021, the patient was discharged from the hospital.